Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free connector arterial set was clogged. The following information was provided by the initial reporter: difficulty flushing and aspirating.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). Investigation summary: a 2000ea7d product was not available for investigation; however, the customer indicated the complaint sample was from lot 20065382. The feedback provided by the customer indicates complete occlusion was detected as it was not possible to flush or aspirate from the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065382 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2000ea7d product in the past 12 months.